Event description:
It was reported that anesthesia monitor (am) allegedly failed to produce an audible alarm during a cardiac bypass operation. When the case began, the alarms were reported to be functioning correctly. The alarm sound spontaneously became distorted (sounded like a "quacking duck"). A biomedical tech offered to fix the condition by doing a "svc reset" of the monitor. A clinical decision was made to continue using the monitor, (with the distorted alarm sound) because losing monitoring for the period of the reset was not clinically acceptable in this cardiac bypass situation. Clinical staff were advised to closely watch for lack of audible alarms. This situation persisted for about 1 1/2 hrs at which time there was a total loss of alarm sound on the device. The pt was well monitored by the anesthetist and did not have any clinical event. The operation proceeded normally and there was no adverse outcome. At the end of the case once the pt was disconnected, the biomedical tech checked the device and confirmed that the audible alarms would not sound. The correct visual alarm indications were present on the monitor display (alarm message boxes at the top of the display and flashing highlight on parameter digit fields). The speaker that generates the alarm sound also generates the beat sound. The beat sound volume was set to level 1 (possible setting 1-10). The beat sound beep was clearly audible when the pulse oximeter probe was connected to a test finger. The beat sound was not distorted and appeared to be of normal volume. A check was made to confirm all alarms were enabled - the only alarms disabled were the st level alarms. All other alarms were active. A check was made to ensure the alarms audio off function had not been selected. There was no indication of silenced audible alarms. A check was made of the alarm volume. Alarm volume was set to 4 (possible setting 1-10). The biomedical tech then performed a "svc reset" on the monitor (removed mains power, pressed recessed svc reset switch on rear panel of the monitor, reconnected mains power). After the "svc reset" had been performed the monitor's alarm sound had returned to normal.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.